Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (bcharger resets) has been confirmed. As received, the charger/modem was resetting and unable to recognize a battery. Additionally, the upper enclosure cover was damaged. Upon evaluation, liquid contamination was found on the battery board. The root cause of the contamination was ingress of an unknown contaminant. The root cause for the enclosure cover damage was physical damage. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the charger was resetting.